Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device was not being applied to tissue at the time, surgeon was able to press the green button and squeeze the handle but the stapler was not able to fire. A new stapler was tried with the same reload and the same occurred, that was when it was apparent the reload was faulty and not the stapler. A new reload was opened and the procedure was completed. There was no patient injury.